Event description:
It was reported while still in the box, this device would not interrogate with rf. This device was not implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field anomaly of rf telemetry was confirmed via review of the device image in the laboratory. Analysis found that the cause of the anomaly was due to a firmware issue.